Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the staff noticed blood leaking around the tube and not going inside the tube. Upon examination, it was discovered that the non-patient needle was bent and unable to be fixed. The defective needle was removed and then a syringe was screwed into the blood collection set tubing and blood draw was successful without harm to the patient or staff.

Manufacturer narrative:
Investigation summary lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. However, manufacturing and process inspection records of 263 lots of the product concerned, #367281) manufactured between april 2023 and march 2024 were reviewed and no abnormalities which can lead to the reported event were found this complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® safety-lok¿ blood collection set, the staff noticed blood leaking around the tube and not going inside the tube. Upon examination, it was discovered that the non-patient needle was bent and unable to be fixed. The defective needle was removed and then a syringe was screwed into the blood collection set tubing and blood draw was successful without harm to the patient or staff.